Event description:
Additional information received indicated that the issue was discovered in clinic for a follow up. The patient's pacing impedance was elevated. The patient was stable throughout the explant procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their right ventricular (rv) lead explanted due to high impedance. The patient is recovering.